Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision monitor did not start and later indicated that there were some images that could not be displayed on the flex vision monitor. Log file analysis showed flex vision related errors and warnings. The cause of the malfunction was that the power supply of the fv pc had broken and would not start. The large monitor control pc (fvpc for flex vision) was replaced the day before. To resolve the issue fse again replaced pc, and the system software were reinstalled. After replacement of hard disk and installation of software, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the flexvision monitor did not start and later indicated that there were some images that could not be displayed on the flexvision monitor. The system was not in clinical use and no harm has been reported. The pc on the large monitor had been replaced the day before. The pc was replaced again, and the system software was reinstalled to return the device back to functionality.